Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant, during the procedure the user was unable to fully deploy the stent. The handle was withdrawn properly and the distal sheath appeared to move; but the metal stent only deployed "one third to one fourth". The stent was then unable to be reconstrained. The physician suspected that the exterior tube was stretched; however despite attempts boston scientific has been unable to confirm what part of the device was stretched. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
Device evaluation: initial examination of the returned device noted that the stent was partially deployed by approximately 25mm. It was possible to reconstrain the stent with some resistance noted. The stent was able to be deployed without issue. The shaft of the device was dissected proximal to the guidewire access port. It was noted that the inner shaft was kinked at the skived area. There were no other issues noted with the device. From the information available, this device was used per the directions for use / product label. Manufacturing documentation revealed no non-conformities and there have been no similar complaints reported for this batch. This event has been assigned the most probable root cause of operational context.

Manufacturer narrative:
(B)(4) - (stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a patient's common bile duct on (B)(6), 2010. According to the complainant, during the procedure the user was unable to fully deploy the stent. The handle was withdrawn properly and the distal sheath appeared to move; but the metal stent only deployed 'one third to one fourth". The stent was then unable to be reconstrained. The physician suspected that the exterior tube was stretched; however despite attempts boston scientific has been unable to confirm what part of the device was stretched. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.